Event description:
After docking of the top cap, during placement of a zenith stent graft, the gray positioner was removed from the sheath to place the contralateral iliac leg. The valve on the sheath leaked a large volume of blood, approx 300 cc's before the leg graft sheath could be placed through the main body sheath. The pt's blood pressure dropped from an average of 112/66 to 77/42 and then to 66/38. Neosynephrine was given and the pt responded in less than a minute. Total estimated blood loss was 600cc's. 500cc's in a canister and 100cc's on the table.

Event description:
After docking of the top cap, during placement of a zenith stent graft, the gray positioner was removed from the sheath to place the contralateral iliac leg. The valve on the sheath leaked a large volume of blood, approximately 300cc's before the leg graft sheath could be placed through the main body sheath. The patient's blood pressure dropped from an average of 112/66 to 77/42 and then to 66/38. Neosynephrine was given and the patient responded in less than a minute. Total estimated blood loss was 600cc's. 500cc's in a canister and 100cc's on the table.